Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump exploded. Customer also reported experiencing high blood glucose. Customer's blood glucose was over 500 mg/dl. The customer requested assistance with setting a square/dual wave bolus. The customer declined to return the insulin pump for analysis.